Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the overlay function was not working. Several system restarts were attempted, resulting in a delay in procedure. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation it was determined that the overlay-function was being used during the event and was working as specified. During movement of the system the overlay-function is not available. In this specific event, the user attempted c-arm movements. The system displays a message for the operator that the overlay-function is not available during movement. The customer was informed of the correct handling of the system and the manufacturer is not considering further actions resulting from this event.